Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 (06/06/2013)-device evaluation: the subject meter involved with this complaint has been returned and evaluated by product analysis on 05/16/2013 with the following findings: the analysis of the subject meter confirmed the reported complaint. The analysis of the subject meter identified an error 5 display during testing. The spc pins were found to be dirty. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.